Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was provided and it was identified that the recurrence of breathlessness occurred approximately 4.5 months following the valve implant rather than 3.5 months as previously captured. The heart failure event resolved approximately 8 months following the episode onset. The heart failure symptoms returned to baseline. An magnetic resonance imaging (MRI) reviewed by the physician and determined no further investigation or action were required.

Event description:
Additional information received indicated that at the 6 month follow-up as result of the heart failure, an increased n-terminal pro-b-type natriuretic peptide (nt pro-bnp) was identified.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3: estimated; month year valid. Select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 1 month following the implant of the transcatheter bioprosthetic aortic valve breathlessness occurred. No treatment reported for this occurrence. Approximately 3.5 months following the valve implant the patient experienced breathlessness again. Approximately 14 days later hospital admission was required due to heart failure. Treatment included an intravenous diuretic and an increase in the oral diuresis. The patient was discharged after 1 day. The patient was seen for the 6-month post implant follow-up. A follow-up transthoracic echocardiogram (tte) which identified a reduced ejection fraction which measured 25% and a small pericardial effusion. The physician was made aware and the patient would be further followed for a management plan. The physician indicated the event was possibly related to the transcatheter valve. Treatment details were not reported at this time. The event was not resolved.

Manufacturer narrative:
Updated data: h6 - annex c. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that approximately 5 months following the valve implant, the patient presented to the emergency department on one day due to the heart failure, was treated, and was released. Then the following morning, the patient had returned to the emergency department.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated the patient was further seen for evaluation and potential treatment plan. An outpatient cardiac magnetic resonance imaging (MRI) was pending to assist in determining next steps and a discussion of a potential pacemaker.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received which now indicated that approximately 5 months following the valve implant, hospitalization was not required for a heart failure event. As reported, the patient presented to an out-patient setting treated with an intravenous diuretic medication and released the same date. An unspecified admission was also reported which was unable to be clarified.